Event description:
Treatment of a right, unruptured, fusiform, cav (cavernous) aneurysm measuring 14mm x 5mm. During the procedure involving two pipelines, it was reported that the first pipeline twisted upon deployment and was removed from the patient while the second pipeline was deployed successfully with the help of balloon angioplasty to achieve full wall apposition.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00138.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)